Event description:
The manufacturer received information alleging a trilogy evo "ventilator service required" alarm condition occurred while in use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by an operational check performed. During the evaluation an error code e-59 indicating (the internal or detachable li-ion battery is not charging due to a hardware fault for greater than 1 minute) was confirmed in the error log, the technician recommended replacing the system board and the detachable battery. Dirt was confirmed, so the technician recommended replacing the flow sensor. Pinching of the cable was confirmed, so the technician recommended replacing the proportional valve. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).